Event description:
It was reported that during post-dilatation in a procedure of the mildly calcified, mid right coronary artery (rca), the 2.75 x 15 mm nc voyager balloon dilatation catheter (bdc) was being inflated once to nominal pressure when the balloon ruptured. There was no reported adverse patient effect. The device was removed and a non-abbott bdc was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed. However, there were holes in the shaft noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.